Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024 or (B)(6) 2024 (patient could not remember the exact day), the patient visited the emergency room due to stomach pain caused by an episode related to her pancreatitis. When she first entered the hospital, the cgm was 120-130 mg/dl. The patient reported using her pump only as a display device. At an unknown time after the patient arrived at the hospital, the sensor malfunctioned. The patient recalled that the sensor failed to connect and had a "sensor failed 48t message". She noted that she was not fully coherent at the time and was unsure about what happened next. A fingerstick was taken the blood glucose reading was over 400 mg/dl. The patient experienced diabetic ketoacidosis but refused to provide any further details regarding the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.